Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. Double capsule and late seroma . The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified, it is not possible to determine, the lot number or catalog number through the photos provided. Capsular contracture: unable to observe, since it is not related to the device. Double capsule: unable to observe, since it is not related to the device. Seroma-late: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Continued h6 (health effect, impact code 4): f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The device photos were provided. Visual analysis was performed using photographs of the device without any significant findings. Reason for reoperation: seroma-late and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. Double capsule and late seroma diagnosed by ultrasound. Biopsy performed. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ double capsule: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ other technical: unable to observe since it is not related to the device. Additional observations: ¿ observed an opening on anterior assessed as surgical damage. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, double capsule and seroma-late. A biopsy was performed. The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional additionally reported seroma-late, and "abundant detritus on the inside."